Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic presented to the clinic during follow-up, the device was found to be in backup vvi mode. The patient received inappropriate high voltage therapy early morning. The device was resolved by installing a device download. The patient condition is fine.